Event description:
It was reported that during testing conducted at the MFR facility the device caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
The printed circuit board (flex assembly) within the motor was found to be damaged and corrosion was found in the motor, which are probable causes of the bias current error.